Event description:
It was reported to philips that the flexvision monitor failed to display images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was performed when the issue happened. The procedure was completed by restarting the system. A philips field service engineer (fse) inspected the system on-site and confirmed that reported malfunction. Upon troubleshooting, fse found that one of the frame grabbers was defective. The frame grabber captures the video from the system. To resolve the problem, fse replaced flex vision pc. After the replacement of flex vision pc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete procedure by restarting the system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.